Event description:
Additional information was received indicating x-ray imaging was performed and confirmed a dislodgement of the right ventricular lead.

Manufacturer narrative:
The reported event of lead dislodgement resulting in loss of sensing, loss of capture, and high pacing threshold and helix unable to extend or retract. As received, a complete lead was returned in one piece with the helix extended within specification and clogged with blood/tissue. The reported events of loss of sensing, loss of capture, and high pacing threshold were not confirmed while the reported event of helix unable to extend or retract was confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray examination showed that the inner coil inside the connector region was over torqued, consistent with procedural damage. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix was able to be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix unable to extend or retract was isolated to the helix being clogged with blood/tissue and the over torque of the inner coil consistent with procedural damage.

Event description:
It was reported that during a follow up in clinic, loss of capture and loss of sensing were noted on the right ventricular (rv) lead due to dislodgement of the rv lead. A revision procedure was performed, however, while attempting to reposition the rv lead, the helix was unable to extend or retract. The rv lead was explanted and replaced to resolve the even. The patient was in stable condition.